Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The data log showed a loss in connection to the adapter however the condition was unable to be replicated. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. A review of the current complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was difficult to calibrate the reload. They opened and closed the reload up to 6 times before the green light shows at the side of the handle (ready to fire modus). After firing, before unloading, the reload made a movement right/ left without pressing the buttons of the handle. It moves by itself. There is no patient involved in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.